Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the emergency medical service was dispatched on (B)(6) 2020 as a result of low blood glucose of 43 mg/dl. The customer was treated with the 2 tubes of glucose gel. The troubleshooting was performed for the low blood glucose. The insulin pump will not be returned for analysis.